Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation issue occurred. The hemostatic valve broke on the carto vizigo¿ 8.5f bi-directional guiding sheath - large. The hemostatic valve was leaking back fluid. The carto vizigo¿ 8.5f bi-directional guiding sheath - large was replaced and the issue resolved. The procedure continued. No patient consequence was reported. The bwi product analysis lab received the device for evaluation on 04-nov-2021 and it was returned in the condition reported as the hemostatic valve was found dislodged inside of hub of the vizigo sheath. This issue remains assessed as MDR reportable. In addition, it was also noted that the tube was found cut-off. The brim cap was found in its place. This tubing issue was assessed as a not reportable. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious deterioration in state of health or death was remote. The device evaluation was completed on 22-nov-2021. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. The tube was found cut-off. The brim cap was found in its place. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed for the finished device and no internal actions related to the complaint was found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate this failure mode. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation issue occurred. The hemostatic valve broke on the carto vizigo¿ 8.5f bi-directional guiding sheath - large. The hemostatic valve was leaking back fluid. The carto vizigo¿ 8.5f bi-directional guiding sheath - large was replaced and the issue resolved. The procedure continued. No patient consequence was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 04-nov-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).